Event description:
It was reported that the right ventricular lead showed oversensing noise and impedance variations indicating a lead fracture. The lead integrity alert triggered and the patient presented after hearing alerts. The lead was capped and replaced with the pace/sense portion of the defibrillation lead that was currently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.